Manufacturer narrative:
Product analysis #(B)(4) :analysis information -- (B)(6) 2021 14:46:53 cst pli# 10 product ID#: 8637-40. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified wear on the motor o-ring for gear number three. H3 ¿ the pump was returned for analysis. Analysis of the pump found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was further noted that the patient was unsure of the dose/concentration of morphine stating that they thought it was "seven point something". The patient initially reported that "for the past year", approximately 4 to 5 times, when they would go in for a refill they would feel like they were overdosing. The date (B)(6) 2020 is considered an approximate date of event (specific year known only).  Every time the patient would go to the emergency room (ER), they would not do anything because they couldn't. They couldn't  turn the pump off and they would just monitor and send the patient home. The patient had an episode two weeks ago where the pump was refilled.  Today (B)(6) 2021 the patient was starting to get the feeling again like they were overdosing. The patient had researched, went on a (B)(6) page, and indicated that a "lot of people had the same situation" and said the patient needed a dye test done. The reported had no further information about the other patients. The patient was inquiring if a company representative could meet them at the ER if they chose to go. Additional information was received via a healthcare provider on 2021-jun-18.  It was indicated that the patient was in there with concerns that they were getting to much medication. The patient was feeling light headed and sleepy. The healthcare provider was requesting someone turn the pump down or off. On 2021-aug-25, additional information was received from the patient via a manufacturer representative (rep). The patient stated that on (B)(6) 2021, they woke up feeling like they were overdosing from their pain pump. The symptoms included sweating, shaking, feeling warm, lethargic, and feeling as if they were going to pass out. The patient was admitted to the hospital that day and their managing healthcare professional (hcp) decreased their infusion rate from 7.6 mg/day to 3.8 mg/day and discontinued their ptm. No troubleshooting was performed. It was noted the patient had recently moved in (B)(6) 2020 and no refills had ever been performed by the current managing hcp. It was noted that the patient stated for the past one year, they have had 5 or 6 refills and two hours after these were performed, they felt signs and symptoms of overdose as described (B)(6) 2021 above. The pump was replaced proactively for expected end of life (eol) on. Upon withdrawing medication from "excluded car", it was noted the expected residual volume was 17 ml versus actual residual volume of 11 ml. The issue was resolved at the time of this report.